Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock on an episode that was detected as ventricular tachycardia but was thought to be supra ventricular tachycardia. Atrial undersensing was noted on the treated episode and far-field r-wave oversensing was noted during testing. The right atrial (ra) lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.